Event description:
Clearview hcg urine pregnancy test was used to test 3 patients for pregnancy. Two tests were carried out on each patient. All tests were negative. Serum hcg values were measured the same day and results were positive. The hcg values are not available. There is no report on injury. This report relates to patient 2 of 3.